Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. To address the issue, cts confirmed that a replacement pump would be sent to the customer, who would switch to mdi as a backup therapy. Cts provided instructions on placing the pump into storage mode and returning the problematic pump to tandem. The caller acknowledged understanding the procedures, including the upcoming training on their account.